Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was the patient presented in clinic with symptoms of palpitations. Upon interrogation of the implantable cardioverter defibrillator, it was found that the device exhibited backup vvi operation. A device restoration was performed successfully.